Event description:
It was reported an l-bone plate broke three months after implantation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed according to the picture provided. Besides the picture, an x-ray was provided. All case related details and the x-ray were forwarded to the stryker health care professional to assess. The health care professional confirmed that the plate has been used in accordance with indications defined in the instruction for use and was thus appropriate implanted. Since the device was not returned a metallurgical examination cannot be performed and it is not possible to determine the root cause. Based on statistical evaluation, there is no indication for any systematic design, material or manufacturing related issue.

Event description:
It was reported an l-bone plate broke three months after implantation.